Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed and reproduced by service. No cause was identified for the reported problem because it is normal that the device alarmed an air alarm when the pump starts without a set line loaded into the pumphead, no repair needed. (B)(4). A service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative reported a flo-gard infusion pump which experienced an air in line alarm upon power-up before the tubing had been loaded in the pediatrics department. This alarm was a false air in line alarm. There was no patient involvement. No additional information is available at this time.